Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. It was reported that the patient¿s battery died in (B)(6) 2015 and the patient was unable to recharge the ins. The ins was explanted on (B)(6) 2016. The hcp indicated that the battery died due to normal battery depletion. However, the battery had only been implanted for roughly 4 years. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins battery had reduced capacity due to overdischarge. Below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [Include if found in analysis] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed the ¿acc selftest status, sensor¿ test due to being aborted. A scheduled battery voltage measurement could have occurred and caused the accelerometer self test measurement activity to be aborted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the electrode. After {2} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.